Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the physician had issues when implanting this right ventricular (rv) lead due to a helix issue. After several attempts to extract and extend the helix measurements with the pacing system analyzer (psa) were out of range and loss of capture was noted. A lead fracture was confirmed and the lead was thus not implanted and will not be returned. No adverse patient effects were reported.